Event description:
In 2008, the pt reported that his blood glucose has been elevated for the last 2 nights. He stated that when he woke up, his blood glucose measured 171 mg/dl and then it elevated to 228 mg/dl and 255 mg/dl. He changed his infusion site and his blood glucose lowered to 237 mg/dl. He ate dinner and bolused 17 units of insulin. Two hours after dinner, his blood glucose measured 328 mg/dl. His normal blood glucose range is 80-180 mg/dl. To troubleshoot, the pt was instructed to disconnect from his infusion site and to perform a prime. He stated that insulin dripped from the end of the infusion tubing. Troubleshooting did not reveal any product issues. He stated that he does have scar tissue on his abdomen. He also stated that one of his medications has been reduced and he is under a lot of stress. Upon follow up on the same day, the pt stated that his blood glucose lowered before going to bed and it measured 47 mg/dl when he woke up. He drank orange juice to elevate his readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.